Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the surgeon performed a matrix mis surgery with bone access needles on (B)(6) 2013. Surgeon used a hammer to tap the cannula into the bone. The plastic part of the trocar broke off while hammering. Surgeon removed the broken needle using a titanium elastic nail removal tool, with difficulty. This is report 1 of 1 for complaint (B)(4).